Manufacturer narrative:
(B)(4).

Event description:
A consumer's family reported that the patient lost her patient programmer (pp) about 1.5 year ago. The patient received a replacement but it was a wrong pp. It also reported that the patient had been experiencing tremors for the last couple days. The tremors were on and off. The patient did not have a pp, so she was not able to check if her implantable neurostimulator (ins) was on. They thought it might be off, the patient had magnetized device that might turn it off. Last time, the patient went to her health care provider (hcp) on (B)(6) 2015, it was determined that the ins was off. The change in therapy/symptom was noted as sudden. The indications for use for this patient were parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that four magnetic device probably turned off her ins. It was indicated that the ins was off before the exam. The steps taken to resolve the sudden returned of tremor and ins turning off was that health care provider turned ins on and manufacturer replaced the patient programmer. The sudden returned of tremor and ins turning off had been resolved. The patient now could check her implant to determine if it's on or off.